Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display and constant tone alarm due to moisture damage on the electronics. The pump was monitored, and no vibration anomaly was noted. Unable to verify any alarm or the reset anomaly due to the blank display. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 261 mg/dl. His insulin pump was vibrating and received an unexpected restart alarm. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.